Event description:
It was reported that on (B)(6) 2022, the surgeon was implanting a bme speed se-1312 in a triple arthrodesis case. The correct drill and drill kit were used with the correct drill guide. While placing the speed implant into the drilled holes, the staple released from the inserter and fell to the floor. The surgeon states that they did not trigger the release button and the staple fell free with very little pressure. There were two minutes of surgical delay and the procedure was completed successfully. No fragments were generated and there was no adverse patient impact. This report is for a speed 13x12x12mm implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Part #: se-1312, synthes lot #: mse210134, supplier lot #: mse210134, release to warehouse date: 05 jun 2021, supplier: millstone medical, no ncr's generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.